Event description:
Additional information was received indicating that the lead was capped and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to several episodes of inappropriate therapy. The device was interrogated and there were episodes of oversensing that were interpreted as ventricular fibrillation by the device and treated with inappropriate therapy. An x-ray was performed and it was confirmed that the right ventricular (rv) lead was dislodged. A lead revision procedure was performed. During the procedure, it was noted that the rv lead was not tightly sutured at the suture sleeve. The rv lead was explanted and replaced and the patient was stable.